Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effects of thrombus and vascular injury are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional electrophysiology pulmonary vein isolation procedure with a 13f sheath. Reportedly, the device was deployed too deep into the vein causing a backwall stitch, and the intima layer was damaged during deployment causing the vein to "clot off" [occlusion]. A surgical graft repair was performed, and the patient recovered. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.